Manufacturer narrative:
The investigation found damage to the exposed portion of the soft cannula. The timing and cause of the damage is unknown. The formed needle was inspected, and no abnormalities were observed. While damage was found to the exposed soft cannula, the caused of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 36 and 48 hours on the leg. For treatment, the patient changed out the pod for a new pod.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 36 and 48 hours on the leg. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The investigation found damage to the exposed portion of the soft cannula. The timing and cause of the damage is unknown. The formed needle was inspected, and no abnormalities were observed. While damage was found to the exposed soft cannula, the caused of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.